Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump shows e code recently and failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit, failed battery test alarms or a/e alarm anomaly noted during testing.